Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps4 power supply, ups, backplane, vcsi pcb, rtos cpu assembly, image processor pcb, display adapter pcb, gpos cpu assembly, cine bridge pcb, hard disk drive and associated cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.